Event description:
After an implantation time of about 6 weeks, loss of capture was reported. The lead was explanted and returned to biotronik for analysis. No deterioration of the patients state of health was reported.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. This inspection did not show any deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be in conformance with specifications and normal. There were no indications of a material defect or manufacturing error.